Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (gel previously released without prior gel release) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released flags is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A u.s. Distributor contacted zoll to report that a patient's downloaded data revealed 'gel previously released' flags without prior gel release.